Event description:
During a crown prep procedure the dentist noticed small burn, approximately the size of a pencil eraser on the inside mucosa of the patient's cheek. The head of the handpiece had heated up. An antibiotic ointment was applied to the burn. The patient was instructed to rinse with chlorohexidine rinse.